Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. No unexpected motion sensor test failure error alarm noted during testing. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm. The customer also reported that the insulin pump prompted to update time and date. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.